Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was stated that the customer was hospitalized for diabetic ketoacidosis and a blood glucose reading of 562 mg/dl. It was also stated that the customer had a virus and was vomiting. Troubleshooting was performed and the insulin pump passed the required tests. The customer changed the infusion set the night prior to the hospitalization.